Manufacturer narrative:
The hill-rom tech replaced the brake bushings, stiffener plate, brake/steer caster and adjusted the casters to repair the bed.

Event description:
Info received indicates the brake will not hold.